Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Detailed episode data is invalid from episode #3 on (B)(6) 2016, which is same date as implant.

Event description:
It was reported that shortly post implant the clinic initiated a patient activated episode for this patient to demonstrate how the implantable cardiac monitor (icm) was working to the patient. But after the episode was initiated they went to view the episode with the programmer, the programmer indicated invalid data. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found,analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Event description:
The device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Analysis did not confirm the reported ¿invalid data¿ failure on the 2090 programmer. Several ECG episodes were initiated. The 2090 programmer successfully captured the sensing activity. The device was fully functional. If information is provided in the future, a supplemental report will be issued.